Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a surgery on (B)(6) 2015 to optimize the therapy from the scs system. During the procedure, the existing 3186 lead was repositioned and a new 3186 lead was added. Post operatively the patient received effective therapy.